Event description:
On (B)(6), a 21 mm trifecta valve was implanted. On (B)(6), the valve was explanted due to aortic stenosis and replaced with a non-abbott valve. The status of the patient is unknown.

Manufacturer narrative:
The valve was returned due to aortic stenosis. Morphological and histopathological examination found all three leaflets contained pannus ingrowth, narrowing the inflow diameter, were torn, and contained calcifications. No inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.